Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The procedure was intended to treat a lesion in the left anterior descending (lad) artery through the left internal mammaray artery (lima). The lesion extended throughout the entire length of the lad, over 20mm in length and 2.25-2.5mm in diameter. There was a significant bend (>90degree) out of the subclaven into the lima. The lesion was rigid and severely calcified. The lima was severely tortuous. There was a 90% stenosis in the lad. While attempting to deliver the 2.50x16mm taxus express2 drug eluting stent, the physician was "not able to pass down the vessel due to the extreme tortuosity just past the stent." The physician attempted to withdraw the taxus stent and felt resistance at the guide coming back. The stent caught on the guide catheter and dislodged during withdrawal in the lima and embolized distal to the mid lima and rested in the first of multiple curves. The physician "visualized the taxus stent in the saphenous vein graft (svg) just before the tortuous segment of the lima." The physician tried to snare the stent but was unsuccessful. A non-bsc balloon was used to crush the stent up against the wall of the lima. A 3.5x8mm non-bsc stent was deployed to keep the stent in place. The patient condition is stable. Per the physician, surgery is planned due to the native lad disease, not the stent. No additional information is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8673074 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.